Event description:
International customer reported that a patient developed an infection three days following an episiotomy repair. The patient was prescribed antibiotics. The event is reported as resolved.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. This is one of three medwatch reports being submitted as three separate devices were used. See 2210968-2009-00700 and 2210968-2009-00702 for all associated medwatch reports. The same patient is represented in each medwatch.